Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure, a rupture was noted. The balloon of the stent delivery system appeared to remain inflated, and the system was unable to be removed from the stented area. A guiding catheter was deeply seated up to the stent and the system was removed with force. Reportedly no pt injury occurred.